Event description:
Siemens was informed on (B)(4) 2013 that an error message occurred on rt therapist on (B)(6) 2013 during daily qa for kv. After checking the xml-daily-qa file, the hospital radiographer acknowledged the error message however overrode the message after checking the details of the misalignment in the qa file as the deviation was small. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported occurrence is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).